Event description:
Patient's attorney alleges patient presented with pain and abdominal tenderness. CT scan was performed, followed by surgery to explant mesh. "Ring had separated where joined". Also alleges post-op diagnosis was closed loop jejunal obstruction secondary to adhesions to patch with perforation and localized peritonitis.

Manufacturer narrative:
There has been no product returned for evaluation. Therefore, conclusion can be drawn.